Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of the incident. Customer's mother declined troubleshooting for high blood glucose. The customer stated that the infusion set cannula was bent. The device will not be returned for analysis.